Event description:
The account alleged that when the bed was unplugged the battery light was on solid. No patient impact.

Manufacturer narrative:
The account stated the battery would discharge if a function is run and the battery light goes out and the bed has no functions. The account replaced the battery and the issue remains. The technician told the account to replace the power control module board. No further information is available on the repair of the bed at this time.